Manufacturer narrative:
Lumenis service found that relay mirrors on the powersuite system were pitted. Pitting of the relay mirrors causes the unit to shut down to avoid damage to the associated holmium a brick "down" results in lower power. The damaged relay mirrors were replaced by lumenis service after which the unit was ready for use. The end user (hospital) did not report the incident to be a safety complaint to the owner of the powersuite system, so the complaint was not previously investigated as potential safety complaint. Lumenis notified the owner of the powersuite regarding the user facility MDR report.

Event description:
Customer filed user facility MDR stating that during a holmium laser prostate vaporization, the side-firing holmium laser fiber was inserted and the bladder neck and the small median lobe were ablated. At this point there was an equipment malfunction such that the laser could not be restarted, therefore, the scope was withdrawn and procedure converted over to tubp. The powersuite unit associated with this complaint is a rental unit. FDA mailed a copy of the user facility MDR to lumenis postmarked 12/21/2005. Ref uf (B)(4).